Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the third party service center, the device failed a step during testing. Issues related to the sensor board, flow sensor assembly and active exhalation control module were observed. The device's sensor board, flow sensor assembly and active exhalation control module were replaced to address the issues.